Event description:
Boston scientific received information that this patient presented to the emergency room after anti-tachycardia therapy (atp) and seven shocks were delivered. A boston scientific sales representative confirmed therapy exhaustion for this patient. It could not be determined if the therapy was appropriate or inappropriate as a review of the arrhythmia logbook did not identify any of the events associated with the therapy that was provided. There were multiple new episodes which had overwritten the earlier data. No adverse patient effects were reported.

Manufacturer narrative:
The patient was admitted to the hospital and changes to the patient's medications were made. No device programming changes were made. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received thirteen months after the initial observation stating that this patient presented to the emergency room due to inappropriate shocks the patient received due to how the device had been programmed. The caller wanted help to troubleshoot the reason why the device gave therapy and to make changes to the discriminators to prevent shocking for this rhythm. Additionally, the caller noted the episodes had been overwritten due to re-prioritization. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.